Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the pacemaker exhibited noise oversensing. No intervention was performed. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Correction: b5 was updated.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the pacemaker exhibited noise oversensing and missing egm. No intervention was performed. The patient was in stable condition and will continue to be monitored.